Manufacturer narrative:
Pr 9403458 ¿ follow up MDR for device evaluation one sample and two photos of a 1 ml luer-lok syringe were received by bd. A quality engineer was able to review the sample and photos from lot number 3094305 regarding material number 309628. The syringe was received in a sealed package with all applicable product information the top web. The barrel from a molding machine has brownish discoloration throughout the barrel larger than level 4. The condition is consistent with embedded foreign matter. One image shows the top web graphics side of a package. The other image shows two sealed packages with one syringe showing no visible defects observed from the photo provided and the other syringe showing the discoloration as described above. The condition observed is non-conforming per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. A device history record review was completed for provided lot number 3094305 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter "I am one of the inpatient pharmacists here at rush. I'm reaching out to notify you of a contaminated bd 1ml syringe that was just brought to my attention (pictured next to a normal syringe for comparison). The contaminated syringe has lot 3094305 and exp 2028-03-31."